Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported when cancelling out her treatment due to the cycler alarming for air detected in the cassette, she noticed the inside of the cycler was wet and she dried it. The set was discarded. During follow up the patient's pd nurse reported the patient did not require any medical intervention or additional treatment as a result of the reported issue. The patient was not requested to come into the clinic and no prophylactic medication was prescribed as a result of the reported fluid leak observed in the cassette door.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialyis (pd) patient reported when cancelling out her treatment due to the cycler alarming for air detected in the cassette, she noticed the inside of the cycler was wet and she dried it. The set was discarded. During follow up the patient's pd nurse reported the patient did not require any medical intervention or additional treatment as a result of the reported issue. The patient was not requested to come into the clinic and no prophylactic medication was prescribed as a result of the reported fluid leak observed in the cassette door.